Event description:
It was reported that there was a broken lead. It was noted there was a partial explant on (B)(6) 2014. The patient had a unilateral deep brain stimulator left globus pallidus implanted several years prior to the date of this report. Patient had gone in for right globus pallidus deep brain stimulator on (B)(6) 2014. On (B)(6) 2014, the right extension and generator were placed and exploration of the old left extension due to high impedance was done. It was noted that when the surgeon opened the extension and lead connection it was apparent that there was a lead break above the extension lead connection. It was noted that the only thing keeping the lead together was the outer plastic covering. There were high impedances on all electrodes. The left electrode would be replaced in the future. The right globus pallidus implanted on (B)(6) 2014 remained intact and was now connected to an extension and generator and impedance looked good. Patient was alive with no injury. Patient had a loss of therapy at left side implant. Additional information received reported the revision had not been scheduled yet. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v713841, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).